Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced low flow alarms and replace backup battery alarms. The event log files captured several low flow events on (B)(6)2024 with flow noted as low as 2.3lpm. These were likely patient related as these were in the presence of elevated pulsatility index (pi) values. The patient was advised to perform a self-test which initially resolved the replace backup battery alarms. Then they said the alarms came back, but it appears they were having low flows with them as well. The patient reported the alarms scared them, so they performed a system controller exchange on (B)(6) 2024 due to low flow alarms and replace backup battery alarms, but without being advised to do so from team. The system controller exchange made the patient feel poor but was resolved when patient laid down and rested. The system controller exchange did resolve the alarms. The flows recovered back into the 3-4lpm range for the remainder of the log files. Emergency backup battery faults were noted on (B)(6) 2024 at 12:13 and continued for the remainder of the log files until the system controller exchange on (B)(6) 2024 at 13:11.

Manufacturer narrative:
B1: type of report: corrected. Manufacturer's investigation conclusion: the reported event of replace backup battery fault alarms was confirmed via log file analysis. Event log files were evaluated and data from the reported event dates of 22nov2024 ¿ 23nov2024 was reviewed. Starting on (B)(6) 2024 at 12:13:33, backup battery fault alarms activated due to the battery not passing the load test. At the time of the alarm¿s activation, the difference between the unloaded voltage and loaded voltage was measured to be outside of the designed threshold. The alarm did not resolve before the driveline was disconnected and the controller was shut down. The returned heartmate 3 system controller (serial number: (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues. The backup battery was able to pass multiple load tests. No atypical alarms were reproduced throughout testing. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.